Manufacturer narrative:
Section a4 and a5: unknown/ not provided. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the doctor would be exchanging the multifocal preloaded intraocular lens (iol). Additional information indicates that the iol was explanted on (B)(6) 2024 due to capsular instability, which resulted in decentration of the iol and caused dyschromatopsia. There were no quality issues associated with the iol. The patient experienced visual disturbances, including halos, glares, and dysphotopsia. However, there was an improvement in vision and symptoms with the replacement iol. The original iol was disposed of at the time of explanation. There were no reports of patient injury and pars plana vitrectomy was performed during the iol exchange. The patient did not experience any debilitating conditions and has returned to baseline vision, expressing satisfaction with their new vision. The patient is doing well and no further information has been provided.